Manufacturer narrative:
Analysis of the stimulation lead found the body of the stylet coil was perforated by the stylet 8.5 cm from the distal end. It was also noted that the body of the lead found the outer insulation perforated by the stylet 8.5 cm from the distal end. It was further noted that the stylet wire was bent.

Event description:
It was reported that the stylet punctured the side wall during implantation. It was noted that a different device was used. It was further noted that there were no patient symptoms or injuries related to this event.

Manufacturer narrative:
Concomitant product: product ID neu_stylet_acc, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.